Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed.) The outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that the lead dislodged soon after implant. It was also reported that during the procedure to reposition the lead, the lead was found to have sensing problems. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.